Event description:
The customer received blood glucose result of 585,497,and 425 mg/dl. They didn't fell ill and thought the result were wrong. The customer went to the hosp and they tested and received a result of 90 mg/dl. The customer was given an IV for dehydration and put on glyburide. No controls were in use and the customer was using expired glucose strips. A request was made for the return of the suspect device and replacement product was sent.